Event description:
The customer reported that they cannot change the tone or the volume and the buttons are not responding. There was no patient injury reported. Inspection found that the alarm powers on, but there is no sound.

Manufacturer narrative:
(B) (4). Evaluation, results: evaluation of the returned product found that the alarm powers on, but there is no sound. The hold function works. Both sensor 1 and 2 receptacles alerting nurse call. Fail-safe also alerts nurse call. No visual damage detected to the alarm case. (B) (4).